Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was experencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2015 with the following findings: the pump's black box showed evidence of partially discharged batteries being installed. The pump's current draws were within specifications. No battery life issues were duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was no evidence of moisture or loose components inside the pump.